Manufacturer narrative:
H3: product ID 97715, serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt is not aware of any specific causes to amount of time to charge the unit other than that's just how long it takes and have taken since pt had the device implanted. Pt find it difficult to find the right spot for charging. Pt stated they were not instructed to do anything differently or could be done differently to improve the situation (i.e. Lessen on charging time or getting right spot that allow charging to proceed). Issue has not been resolved. Discussed removing the device pt currently have and replacing it with one that doesn't require manual charging or doesn't need to be charged as often. Nothing was found to be wrong with the equipment. Pt stated they still have the device in them and is using it. Waiting to find out if insurance will cover changing it to a different model.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the patient. It was reported that the patient had difficulty charging the device, it was slow to recharge. The device was slow to connect. Patient reports the implant is incredibly difficult, very positional, and it delays their therapy since it takes 2 hours to charge. Patient switched to a non-rechargeable implant. The manufacturer representative (rep) reported it took 10 minutes to connect to pull telemetry. Issue is resolved without sequelae

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt reported they wanted to make an appointment with the rep, pt said they call it 'spinal cord stimulator re programming' but they just want to make sure that their equipment is working because they are putting in with the insurance approval to get the kind of implant that doesn't have to be charged. Pt stated they had difficulty charging the ins and having to remain still for so long. Pt stated they have 'anxiety disorder' and it causes them to get very anxious so they ended up letting it 'runout' or not charging the ins because charging the ins was a 'lengthy' process and they didn't know that before they got the device that they need to charge the 'charger' to charge the ins, they had difficulty getting it to the right spot and because of that they also ended up having pain. Pt said the issue started since they got the device. Agent reviewed information. Agent provided the nas phone number and redirected pt to their hcp to help them page a rep.